Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had network error. A technical support specialist checked the log files and confirmed the station was not properly rebooted. Informed customer to work with hospital information technology department to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system did not populate patient list, preventing user from removing the required medications. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.